Event description:
It was reported the device has a damaged air in line sensor. No patient injury was reported.

Manufacturer narrative:
Other text: the device was returned to smiths/ICU medical. The reported "damaged air in line sensor" problem was duplicated during the device evaluation. The air detector was dented. The air detector was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records. Therefore, no manufacturing DHR review is needed. Device evaluation was completed. Updated h6.

Manufacturer narrative:
Other, other text: b5: additional information received on 08-jul-2022 via email and attached to complaint object: unit failed during pm (preventive maintenance). Not during patient use.